Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is inadequate pharmaceutical delivery. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use on a patient. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/coverage and custom parameter settings are correct for the patient and treatment goals, and the patient temperature probe is in the correct place. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient temperature was 34.8c, but the target temperature was 36.5c, water temperature was 40.2c and flow rate was 1.4lpm on the arctic sun device. It was noted that the weight of the patient was a 3kg baby with neonate pad in place. Nurse stated that they were unable to taco pad with this baby. Mis recommended nurse to check facility protocol for external interventions that they might be able to take. The machine and pad coverage were appropriate. Mis explained that they want to perform diligent skin checks if the water continued to stay this warm. They were not 100 percent sure if this was normothermia or rewarm phase. They should have checked the graph or the rewarm from tab to see where the patient should have been. They very well might have been right on target.

Event description:
It was reported that the patient temperature was 34.8c, but the target temperature was 36.5c, water temperature was 40.2c and flow rate was 1.4lpm on the arctic sun device. It was noted that the weight of the patient was a 3kg baby with neonate pad in place. Nurse stated that they were unable to taco pad with this baby. Mis recommended nurse to check facility protocol for external interventions that they might be able to take. The machine and pad coverage were appropriate. Mis explained that they want to perform diligent skin checks if the water continued to stay this warm. They were not 100 percent sure if this was normothermia or rewarm phase. They should have checked the graph or the rewarm from tab to see where the patient should have been. They very well might have been right on target.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.